Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 480 units of insulin, and the insulin gauge displayed 210 units after the delivery of approximately 187 units. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. Blood glucose level was 203 mg/dl.